Manufacturer narrative:
The sample may be available for evaluation. Attempts to obtain additional information regarding this incident are being made. Upon completion of the investigation, a supplemental report will be submitted. (B)(4). Date submitted: (B)(4) 2011.

Event description:
The patient was admitted to the ER for chest pain, nausea, vomiting and abdominal pain. The nurse attempted to place an IV. When the catheter was removed from the patient, approximately 1/4 inch of the catheter tubing remained in the patient. The nurse heard an audible snap at this time. Per an ultrasound and CT, the broken piece was not in the vein but in the subcutaneous compartment in the distal right forearm. The patient went to the operating room and the catheter tip was removed under local anesthesia without complication.